Event description:
It was reported that the pt was in very poor cardiac condition. The iab was inserted while the pt was in surgery. Within 24 hours after insertion, blood was seen in the helium tubing. The iab was removed without any pt complications.